Event description:
It was reported that the patient experienced cuts and bleeding on his ear believed to be caused by the processor. Additional product was ordered to be used with the processor and has resolved the patient's issues.

Manufacturer narrative:
(B)(4). The implanted device remains.